Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
During a pulse field ablation (pfa) procedure for treatment of proximal atrial fibrillation, a faradrive steerable sheath was used. After catheter insertion, continuous air flow was observed through the sheath hemostatic valve. The catheter was removed and the sheath was aspirated; however, the issue persisted. The sheath was replaced, and the procedure was completed with another faradrive device. No patient complications occurred and the patient recovered fully.